Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels (1,200 mg/dl), and diabetic ketoacidosis. Per customers' health care professional, hospitalization was not related to the pump.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.